Event description:
It was reported that the patient was admitted in order to be evaluated for transplant. The patient's primary system controller was noted to have a cracked and unreadable screen upon admission. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) having a damaged screen was unable to be confirmed. The system controller did not return for analysis and no photos or other documentation was submitted for review. Provided information indicated that the controller was exchanged and was disposed of. The root cause of the reported event was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.